Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt dizzy. The atrial and right ventricular (rv) leads each had a polarity switch earlier in the year. It was also reported that the rv lead was inappropriately pacing, had intermittent capture, and undefined impedance. It was unclear if the atrial lead had noise or the patient had atrial fibrillation. Follow-up was conducted and confirmed that the inappropriate pacing was due to the intermittent capture on the rv lead. Also, the atrial lead was picking up noise from the ventricular lead. The rv lead was explanted and replaced. The atrial lead remains in use and will be monitored. No further patient complications have been reported as a result of this event.